Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side "pain in breasts and capsular contracture baker grade iii." Healthcare professional later reported rupture and gel fracture. Device has been explanted.

Event description:
Healthcare professional reported, right side "pain in breasts. And capsular contracture, baker grade iii". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain in breasts and capsular contracture, baker grade iii".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ gel fracture: no observed by device rupture. As per the investigation procedure particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "pain in breasts and capsular contracture baker grade iii." Healthcare professional later reported rupture and gel fracture. Device has been explanted.

Event description:
Device has been explanted.